Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number hsc-036316, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 31jan2020. The backup battery, serial number (B)(6), was initially shipped with the heartmate 3 system controller, serial number (B)(6). The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 01apr2020. The records indicated that the ¿use by¿ date of the backup battery, serial number (B)(6), is 04sep2021. Heartmate 3 instructions for use (IFU) explains how to how to view the backup battery information on system monitor, including the manufacture date and the number of months until the backup battery needs to be replaced. Section 2 ¿system operations¿ under ¿system controller backup battery power¿ informs the user that the backup battery has a limited lifespan of 36 months from the manufacture date. Section 4 ¿system monitor¿ under ¿system controller information¿ provides instructions on how to access the backup battery usage records, which includes that the backup battery has a shelf life of 24 months. Section e, entitled ¿symbols¿, indicates that the label on the backup battery indicates the ¿use by¿ date of the product. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of the backup battery (serial number: (B)(6)) expiring on 09apr2021 was not confirmed. Based on the exchanged backup battery serial number, the battery was manufactured on 04oct2019 and would expire on 04oct2022. Review of the device history records revealed that the exchanged backup battery ¿use by¿ date is 04sep2021. The user may have confused the "use by" date on the backup battery label with the expiration date. The ¿use by¿ date is associated with the backup battery shelf life and not with the backup battery expiration date. The user may have also been confused while reading the label as the conventional date format in brazil is dd-mm-yyyy and the date format used on the backup battery label is yyyy-mm-dd. No product was returned for evaluation and no additional documents or pictures were submitted for review. The root cause of the reported event was determined to be a user concern as the backup battery was not expired and the backup battery shelf life had not been exceeded. The heartmate 3 instructions for use informs the user that the backup battery has a limited lifespan of 36 months from the manufacture date and provides instructions on how to access the backup battery usage records, which includes that the backup battery has a shelf life of 24 months. This document also indicates that the label on the backup battery indicates the ¿use by¿ date of the product. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the implant kit has not yet been provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the 11-volt lithium-ion backup battery in the heartmate 3 implant kit had an expiration date of 09apr2021, although the implant kit was valid. There was no alarm for the event and a new 11-volt backup battery was used.